Event description:
It was reported to boston scientific corp in 2009 that a gold probe was used during a colonoscopy procedure. According to the complainant, following advancement of the device through the scope, current could not be generated. The physician checked all connections and they were intact. The procedure was completed with another gold probe. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).